Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the tip of the bd ultra-fine¿ insulin syringe needle. The following information was provided by the initial reporter, translated from chinese: "there's a foreign body on the tip of the syringe needle".

Manufacturer narrative:
H6: investigation summary; no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1012907. All inspections were performed per the applicable operations qc specification. There were zero (0) notifications noted that did not pertain to the complaint. H3 other text : see h10.

Event description:
It was reported that foreign matter was found on the tip of the bd ultra-fine¿ insulin syringe needle. The following information was provided by the initial reporter, translated from chinese: "there's a foreign body on the tip of the syringe needle".